Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from samples from two patients when tested on a vitros xt7600 integrated system. The most likely assignable cause for this event could not be determined. The lower than expected results for patient 1 and patient 2 were obtained on vitros tsh lot 6340 and a vitros tsh lot 6340 reagent issue cannot be completely ruled out as a contributor to the event. Additionally, vitros ttc quality control results from vitros tsh lot 6340 testing were unacceptable in terms of accuracy. However, quality control results from biorad immunoassay plus lot 85210 and vitros ftc testing were acceptable, and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 6340. An instrument issue is an unlikely cause of the event, as pre-service and post-service diagnostic precision testing was within acceptable guidelines throughout the course of the investigation. However, as the date of the vitros tsh testing of the patient 1 and patient 2 samples was not determined, it was not possible to verify whether the vitros xt7600 integrated system was performing as expected on the dates the results were obtained. An instrument issue cannot be completely ruled out as a contributor to the event. Email address for contact office in field, 2 above is (B)(6).

Event description:
The investigation determined that lower than expected vitros tsh results were obtained from samples from two patients when tested on a vitros xt7600 integrated system. Patient 1, vitros lot 6340 result of 0.436 miu/l (hyperthyroid) versus the expected vitros tsh reusltof 0.75 miu/l (euthyroid). Patient 2, vitros lot 6340 result of 0.309 miu/l (hyperthyroid) versus the expected vitros tsh reusltof 0.54 miu/l (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples the lower than expected vitros tsh result was not reported outside the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).